Event description:
It was reported that the device on button had an intermittent function to power on. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced keypad assembly, and observed the contact of the on switch making intermittent connection when pressed. It appeared that the conductive material was mostly worn off.